Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. The p-cap/reservoir does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. Customer also reported that the reservoir was locking in place. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.